Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, during the procedure, the cre balloon was inflated with a contrast solution, however, the balloon leaked. Additional information obtain from the complainant reported the balloon did successfully inflate to the first dilatation size however when an attempt was make to inflate to the second size, a leak was noticed at 4atm of pressure. The balloon was removed from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the cre balloon was inflated with a contrast solution, however, the balloon leaked. Additional information obtained from the complainant reported the balloon did successfully inflate to the first dilatation size, however, when an attempt was made to inflate to the second size, a leak was noticed at 4 atm of pressure. The balloon was removed from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) was performed and concluded the device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual examination of the returned device the balloon profile was relaxed and deflated. The catheter had been cut likely facilitate removal of the device from the scope. A longitudinal tear was noted in the balloon. The condition of the returned incident device was consistent with the complaint that the balloon began to leak on the second inflation. The most probable root cause is operational context. (B)(4).